Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reason (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery.